Event description:
It was reported that during a lead removal procedure, the patient experienced an avulsion of the superior vena cava (svc) and right atrium (ra) junction, resulting in death of the patient. This injury was reportedly the result of the use of the 16f glidelight laser sheath device. However, the surgeon is not alleging a malfunction of the device. The lead being removed when this issue occurred was an implantable cardioverter-defibrillator (ICD) lead that had been implanted for 54 months. The lead was being removed due to cardiac implantable electronic device (cied) system/pocket infection. No additional details were provided.